Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that during an animal study at absorption system inc in (B)(6), it was observed that during initial device backloading onto the guide wire, the xpert stent system was prematurely deployed. The handle was in the locked position. The device was not used in a procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the self expanding stent system (sess) was returned without blood visible, consistent with the reported information that the device was not used. There was saline in the shaft. The stent implant was partially deployed over the tip as reported. There was no damage noted to the stent implant. There was no other damage noted to the sess. The touhy borst valve was in the locked position. Potential factors which could contribute to premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. In this case, it may be possible that the premature deployment is related to handling and/or inadvertently pulling on the tuohy borst adapter; however, this could not be confirmed. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. Overall, a conclusive cause for the premature deployment could not be determined; however, there is no indication to suggest a product quality deficiency. All self expanding stent delivery systems are inspected for damage during the manufacturing process. Additionally, samples of the units are functional tested.